Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the battery compartment was cracked beside the grip pad. The display screen was dim and discolored. All of the keypad buttons were unresponsive. Contamination was found on the keypad button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display screen was dim and discolored, and the keypad buttons were unresponsive due to contamination on the button contacts. This report is made based on results of investigation completed on (B)(6) 2015.